Event description:
It was reported to philips that the system was unable to turn on. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the system was not able to power on. Review of the system log file confirmed the malfunction as the host pc didn¿t start up. Upon troubleshooting, fse found that the host pc was defective. To resolve this issue, fse replaced the host pc with a hard disk drive and installed the software. The defective host pc was returned to philips for further analysis and found that there was a failure in the power supply; s61 was nonfunctional or dead. After replacement, the system was returned to use in good working order. The codes were updated based on investigation summary.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.